Event description:
Segments of the display were missing. While on the phone, guided customer through system review and it appeared that segments were missing from the display. Customer was asked to return meter for eval and a replacement was provided. Customer was invited to call 24/7 with any future questions or concerns.